Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned for inspection. The device was not returned in the original packaging. The device was inspected. The tip was confirmed to be damaged. The dilator tip had broken off. This is consistent with what the customer reported. The tip fragments that broke off were not returned. The dilator had dried blood left on it and this indicates that the device was used. The rest of the device was inspected for any other damage and there were no other abnormalities other than the broken tip. A DHR (device history record ) review was conducted and both dilator lots used in production for this device passed inspection and no abnormalities were noted. An investigation was completed by the OEM (original equipment manufacturer) and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
As reported, the user were using the device during a stone manipulation procedure. When the device was put over the guide wire and then put into the patient the user noticed an issue. The user noticed that the very tip of the product, the white piece, had frayed and fell off into the patient. The piece that fell off was retrieved from the patient with a flexible grasper with no reported adverse event to the patient. The intended procedure was completed with another similar device. There is no patient harm or injury associated on this reported event. No user injury reported.